Event description:
The customer completed six cases in a row with no problem. In the seventh case, during sculpting, the system had an occlusion bell. The surgeon found that there was a wound burn and incision shrinkage; sutured wound to close. The patient's outcome is unknown, but the prognosis was reported as hopeful. Additional information has been requested.

Manufacturer narrative:
We provided the customer with additional information on possible causes of thermal injuries. The investigation, including root cause analysis is in progress.